Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, arm 2 had a stuck instrument. The customer informed the technical service engineer (tse) that they were working and had an engagement message during instrument swap on arm 2 and then noted a recoverable occurred. It was stated that both instruments in arm 1 and arm 2 were physically stuck when trying to remove. The customer informed they powered down the system and were not able to be removed from the instruments. The customer informed the tse that all arms were undocked from the patient and the customer had undocked the arm 2 with cannula still attached to the arm. The tse recommended the customer remove the instrument cannula and drape all at the same time from arm 2. It was confirmed the customer was able to remove all at the same time. The tse asked if the surgeon had converted to lap or open and the customer affirmed, they were completed vaginally. The tse viewed the error logs and found error 31009 and 828 errors pointing to arm 2. The tse noted emergency stop (e-stop) 256 error is only a recoverable error in the logs. There was no reported injury or harm. Isi followed up with the instrument coordinator and obtained the following additional information: the instrument coordinator confirmed the procedure was converted to laparoscopic because of the issues with arm 1 and arm 2. The coordinator then used the silver release tabs on the pk dissecting forceps and some force to lift from the sterile adaptor (sa). When the pk dissecting forceps instrument was removed from arm 2, it was noted that the mcs instrument remained stuck on arm 1. The instrument coordinator confirmed the system was inspected prior to use and no issues with port placement was observed. The patient was observed and kept overnight and no post-operative complication were noted.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) found it was difficult to un-insert the test instrument on arm 2. The fse found the pins on arm 2 were bent. As a precaution, the fse replaced patient side manipulator (psm) 2 and 3. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported engagement issue during a test drive of the psm. As a fix, the wrist pulley and spring plungers were replaced.